Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. No cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of receiving no delivery alarm. Customer's blood glucose was 507 mg/dl, which was treated with manual injection. Customer was not able to control blood glucose. Customer was not able to do troubleshooting. Customer was advised that insulin pump would be replaced.